Manufacturer narrative:
There is little risk of systemic migration of the unretrieved fragment via the vascular system as there is no direct vascular contact. Additionally, small fragments that were retained may become synovialized within knee tissue limiting damage to intra-articular or extra-articular structures.

Event description:
During the procedure, the upper jaw of the device broke and fragments fell into the patient's knee. The dislodged upper jaw was retrieved during primary procedure; however, the pin connecting the upper jaw to the device could not be retrieved. The surgeon made the decision to leave the pin intrabody. The principle root cause for the upper jaw hinge break failure in this case appear to be the application of excessive torque often associated with use of the device in tight joint spaces.